Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates after loading multiple cartridges with insulin. There was no impact to the customer's blood glucose level. It was indicated that the customer will continue to use the pump for continued insulin therapy.